Event description:
Experiencing infusion set tubing separating at the luer lock. Patient indicated that as a result of the full or partial separation, she experienced elevated blood glucose (300 mg/dl). Patient indicated to address this issue, she woould change the infusion set and adminster a bolus. Patient indicated that she did not require medical assistance to address this issue